Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced symptoms described as feeling low, almost going unconscious, but still stable able to speak even though the patient was not remembering this. During this time, the cgm readings progressively declined from the 60 mg/dl, and eventually displayed low. The patient treated consumed juice in response to the cgm readings. When fingersticks were taken at an unknown moment, but most likely after treatment, blood glucose reading was 30 to 40 mg/dl, higher than the cgm readings during multiple fingersticks. Despite the treatment the symptoms persisted and the emergencies were called. The patient was brought to the hospital by ambulance, and during transport the patient was treated with nasal glucagon. No further information regarding treatment was reported but the patient eventually discharged after 12 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 30-40 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.